Event description:
It was reported that during a lap nissen procedure, the device would not activate with the buttons. Used a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.